Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.0/+0.5/005 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to pigment dispersion, glare and halos. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. A visual inspection was performed, no damage to the lens. Upon dimensional inspection, the lens was found to be within specifications. Work order search: no similar complaints were reported for units within the same lot. (B)(4).